Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, it was noted that the right ventricular lead exhibited high impedance and high capture threshold. During procedure, it was noted that the lead was fractured. Damage to the lead at the point where it went under the clavicle was observed. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition post-procedure.